Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the probe not operating correctly. A field service engineer replaced the probe to resolve the issue. The system functioned as intended after the field service engineer repaired the device. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated with the remote manager.

Event description:
It was reported when using the pyxis medstation es system remote manager failed. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.